Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd¿ pharmacy convenience tray luer-lok¿ sterile syringe(s) leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: the customer returned 100 representative samples of catalog 309680. One convenience tray ((B)(4) syringes/ea) was received from the following batches: 7184872, 7242754, 7214744, 7270964, and 7184875. 309680 is packaged in bd nogales using bulk syringes manufactured in bd (B)(4). Reference the attached complaint form that details which bd (B)(4) lots were used in the packaging of 309680 bd nogales batches. There are no reoccurring lots from the manufacturing process that links the lots implicated in the complaint. (B)(4). Samples were visually evaluated and no defects were noted. The syringes were leak tested at the 60 ml marking per it21 rev 07. Of the 100 syringes returned, 41% did not leak, 42% leaked past the first rib, and 17% leaked past the second rib. No complaints have been filed for leakage related issues for the 7 lots listed in the complaints. A batch review of the complaint lots (including all of the affected columbus west lots) was conducted. No issues affecting leakage were recorded during the manufacturing process. Dimensional measurements and functional testing performed at the time of manufacturing was acceptable. The complaint is not confirmed based on the use and conditions communicated by the customer. The customer reported leakage from other sizes and brands of syringes during the same time period and the syringes may have been shipped in -30° c weather. The syringes were also used in an off-label manner via storing medication. Overall, no visual defects were detected on the syringe. The complaint lots were manufactured in a >3 month time period under various conditions using components that were not common to each lot. The molded components were manufactured with 9 different molds. The leakage is random and there are no specific trends for molds or cavities within the molds. Bd does not believe that the manufacturing process is related to the reported leakage issues.